Event description:
Customer's spouse called lfs in october 2002 on behalf the spouse alleging that their meter would only prompt the "not ok" message and eventually stopped powering on. Customer's spouse reported customer having hyperglycemia at times. Approximately 3 weeks prior to calling, the customer had been having blurry vision and severe eye pain. The customer was taken to the emergency room and was admitted to the hospital at 10:00 am and released the next day at 1:00 pm. The customer was treated with insulin. Customer's spouse could not recall any blood glucose readings obtained at the hospital. The ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). Due to insufficient evidence it is unclear when the meter stopped powering on and if the meter issues occurred at the time the customer was taken to the hospital. Ccr replaced the meter because it would not power on after troubleshooting. Customer has a disconnected phone number. Mailed letter.